Manufacturer narrative:
The device was received for evaluation. The report of "could not be inflated" was confirmed. Balloon did not inflate due to rupture at the central area. See attached photo. The edges of latex did not appear matching at the rupture location. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, the manufactured units go through a balloon inflation process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing, this swan ganz catheter balloon had a leakage. Therefore, it could not be inflated. There was no allegation of patient injury. The device was received for evaluation and balloon did not inflate due to rupture at the central area. The edges of latex did not appear matching at the rupture location. Patient demographics unable to be obtained.